Event description:
A customer stated, concerning the allen rail clamp: "one of the lips of the clamp has come off, rendering the clamp useless. Incident occurred during hip replacement surgery and made the operation more difficult to complete safely. Suitable safety measures were put in place to ensure pt safety throughout the remainder of operation without clamp. No harm came to pt."

Manufacturer narrative:
The user facility has filed a report with the (B)(4) and thus this report is being filed. The user facility provided photos of the failed device. Eval of the photos indicates customer misuse. However, a root cause conclusion cannot be made from the photos alone. If the device is returned from the user facility, an eval will be performed and a f/u report will be sent.